Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer has delivered 2 boluses today and they are not showing up in the bolus history. Customer was stated that they had delivered a bolus while on hold and that bolus does show up in the bolus history. Customer does not recall any alarms or alerts and did not see any in the alarm history for today. Customer ran a self test and the test passed. Customer was advised to monitor the pump.